Manufacturer narrative:
New information in section h6 (device code and patient code).

Event description:
The manufacturer became aware of a study from university of pisa, italy. The title of this report is ¿external fixation in pelvic fractures¿ which is associated with the stryker ¿hoffman ii external fixation¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2000 to 2005 and which was published on 18 november 2010. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 24 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses premature removal of the external fixator. The report states: ¿the bad results were due in one case to the premature removal of the external fixator with reopening of the pubic symphysis.¿

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from university of (B)(6). The title of this report is ¿external fixation in pelvic fractures¿ which is associated with the stryker ¿hoffman ii external fixation¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2000 to 2005 and which was published on 18 november 2010. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 24 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses premature removal of the external fixator. The report states: ¿the bad results were due in one case to the premature removal of the external fixator with reopening of the pubic symphysis."